Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Visual inspection observed the coil was covered in blood. He coil was also noted to be severely stretched and kinked at the proximal end. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. Blood was removed where possible to continue inspection. Microscopic inspection noted the zap tip shape and surface was smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that a pusher wire detachment occurred. The target area was located in a mildly tortuous ovarian vein. A 5f non bsc catheter was inserted into the patient's body. A 8mm x 40cm interlock -35 was used for embolization. During the procedure, the physician attempted to deploy the device with the interlocking arms of the coil and the delivery wire passing the catheter tip; however, the device did not detach from the pusher wire. Resistance was encountered when the pusher wire was retracted from the patient. The delivery wire was rotated more than one turn and 360 degrees upon removal. The physician then noted that the pusher wire broke. The physician successfully retrieved the device through snaring. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a pusher wire detachment occurred. The target area was located in a mildly tortuous ovarian vein. A 5f non bsc catheter was inserted into the patient's body. A 8mm x 40cm interlock - 35 was used for embolization. During the procedure, the physician attempted to deploy the device with the interlocking arms of the coil and the delivery wire passing the catheter tip; however, the device did not detach from the pusher wire. Resistance was encountered when the pusher wire was retracted from the patient. The delivery wire was rotated more than one turn and 360 degrees upon removal. The physician then noted that the pusher wire broke. The physician successfully retrieved the device through snaring. There were no patient complications reported and the patient's condition was fine.